Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction happened again.